Event description:
A customer reported continued occlusion alarms with their mobi pump. There was no adverse impact to the customer's blood glucose level. After multiple troubleshooting attempts, technical support recommended replacing the pump, with the customer advised to continue using the current pump until the replacement arrives.